Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the staff encountered an error 32101 on arm three during the procedure. The reporter explained that the staff disabled the universal surgical manipulator (usm) and completed the procedure. The customer reported event has no report of patient injury.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The unit passed all patient side cart (psc) fixture test platform (pftp) tests and was able to drive instruments on the system with no issues. The field log shows 32101 being reported by the axes controller carriage (acc) (usm) and ran the p2 value = 64. This error code correlates to axes controller carriage interface (acci) instrument presence detect. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an issue with the acci board in the usm. This issue may be resolved by fse replacement of the usm.

Event description:
Refer to h11 for follow-up information.